Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an ruptured abdominal aortic aneurysm. It was reported that the patient had presented emergently with a pre-operative rupture and subsequent blood loss. After the devices were implanted a type I endoleak was noted. An endurant cuff was implanted to successfully treat the type I endoleak. The physician stated that the procedure went fine; however, the patient died of shock induced multi system organ failure later that day. Per the physician there was nothing wrong with the devices or the placement of them. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: pre-operative rupture.